Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the cause of the event was increased pain. The patient had pain consultation secondary to baclofen prescription. There were no abnormal impedance measurements. An MRI/x-ray/CT scan was done (unknown which one) which showed no abnormality. The patient improved with device reprogramming. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had acute, increasing pain at the neck, shoulders and upper torso. It was noted the pain would occur when the patient was touched and caused them to ¿holler and scream out loud.¿ it was noted the symptoms occurred following an implant. It was stated the patient was implanted and they were seen in the office for a follow-up appointment 2-3 days prior to report. It was noted the patient had come into the appointment with their stimulation off. It was noted the lead placement was placed epidurally at the top of t7. It was stated the patient was admitted to the hospital on (B)(6) 2013 per the manufacturer representative. It was unknown if the pain went away when the stimulation was turned off. It was further reported the device was functioning as it should. It was stated the patient¿s problems were all medical.